Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion sets leaks from needle event on (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.